Event description:
The customer stated her blood glucose readings were not being stored in the memory of the contour next. No adverse event alleged. Product was not replaced and was not expected to be returned.